Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device didn't cool down. Per follow up information received via email on 24jun2024, the device was repaired on the customer site. The issue was cooling malfunction. They replaced a mixing pump, and the issue was resolved.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per follow up information received via email on 24jun2024, the device was repaired on the customer site. The issue was cooling malfunction. They replaced a mixing pump and the issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. The water temperature of t4 was around 4-6 degree celsius. But the water temperature of t1 was not cold. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.